Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (ess205) (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included omeprazole since 2015. On (B)(6)2008, the patient had essure (ess205) inserted. On (B)(6)2008, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / heavy bleeding"), allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd,"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and stress ("stress") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced mood swings ("hormonal changes, describe: mood imbalances"), abdominal distension ("bloating"), syncope ("fainting"), dyspnoea ("shortness of breath") and irritability ("irritability"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the vaginal haemorrhage, allergy to metals, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, abdominal distension and stress outcome was unknown, the menorrhagia and dyspnoea was resolving and the abdominal pain and syncope had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, dyspnoea, fatigue, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, post-traumatic stress disorder, stress, syncope, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: lost one coil during the procedure. Was found later. Essure micro insert was properly placed within each tubal lumen and deployed, 2 coils were extending into the uterine cavity on right side and 2 coils were extending into the uterine cavity on left side. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and medical record received. Reporter and patient demographics were added. Laboratory data, concomitant drugs were added. Updated suspect drug indication. Events hormonal changes, describe: mood imbalances, vaginal bleeding, menorrhagia / heavy bleeding, allergic to nickel, psychological or psychiatric problems condition: ptsd, migraines, headaches, nausea, dysmenorrhea, vaginal discharge, fatigue, weight loss, bloating, abdominal pain, irritability stress, fainting, shortness of breath added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (ess205) (batch no. 626221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included omeprazole since 2015. On (B)(6) 2008, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia / heavy bleeding"), allergy to metals ("allergic to nickel"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd,"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and stress ("stress") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced mood swings ("hormonal changes, describe: mood imbalances"), abdominal distension ("bloating"), syncope ("fainting"), dyspnoea ("shortness of breath") and irritability ("irritability"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the vaginal haemorrhage, allergy to metals, post-traumatic stress disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, abdominal distension and stress outcome was unknown, the menorrhagia and dyspnoea was resolving and the abdominal pain and syncope had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, dysmenorrhoea, dyspnoea, fatigue, headache, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, post-traumatic stress disorder, stress, syncope, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: lost one coil during the procedure. Was found later. Essure micro insert was properly placed within each tubal lumen and deployed, 2 coils were extending into the uterine cavity on right side and 2 coils were extending into the uterine cavity on left side. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure (ess205) was removed in 2009. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.